Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Reference internal complaint: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician was unable to pass the cavity integrity assesssment test (cia). The procedure was aborted as the physician thought he may have perforated, but never confirmed it. Patient was being observed with the intent to release home with follow-up in one week. No additional information was provided.